Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. The reported events were confirmed during testing. 2 devices were found to be affected by an external unknown substance; however, the device was within specifications. Two devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.